Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Health professional reported injecting a patient in the lips with one syringe of juvéderm volbella® xc. Four months later, the patient experienced ¿granulomas¿ in the lips. A biopsy was not taken to confirm the event. The patient was treated with several rounds of steroids, antibiotics, and hylenex. The event is ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the lips with one syringe of juvéderm volbella® xc. Four months later, the patient experienced ¿granulomas¿ in the lips. A biopsy was not taken to confirm the event. The patient was treated with several rounds of steroids, antibiotics, and hylenex. The event is ongoing.